Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Product disposition is unknown.

Event description:
The customer reported that the scrub team opened a screw during the trauma case and the screw in the packet did not match the label on the packaging. The outer packaging and patient label both identified the screw as a variax full thread 3.5 length 12 (ref: 614812s, lot r40210). The inner packaging and screw inside the packet were both length 16 (ref: 614816s lot f13773). Another screw was on hand the complete the case. There was a few minutes delay to surgery while an alternative screw was opened.

Manufacturer narrative:
The reported event that the screw in the packet did not match the label on the packaging was verified, but mix-up at the manufacturing site was excluded. Outer packaging and patient record labels report the following references: catalog # : 614812s, product long description: bone screw variax full thread 3.5mm / l12mm, lot# : r40210, whereas inner blister (received unsealed) and device contained in it report the following ones: catalog # : 614816s, product long description: bone screw variax full thread 3.5mm / l16mm, lot# : f13773, the screw is 16 mm long, in line with the catalog number engraved on it. Based on investigation, the root cause was attributed to a user related issue. The facts supporting that stryker is not at fault of such event are the following: - the DHR review revealed that lot# r40210 was released on 28-nov-2013 ((B)(4) devices) and lot# f13773 on 08-apr-2014 ((B)(4) devices). More than 4 months passed between the two productions. - the labeling data were reviewed for both lots. The unused labels were scrapped and the packaging line was reset. - shipments of lot# r40210 and lot# f13774 from the manufacturing site have been checked. These data are registered by scanning the barcode of the packages to be sent out. Lot# r40210: (B)(4) packages have been shipped in total. Lot# f13774: (B)(4) packages have been shipped in total. These numbers correspond to the related total amount of screws released on the market, meaning that all packages had the correct outer label on the package. Most importantly, the last unit of lot# r40210 was shipped on 12-mar-2014, thus almost one month before lot# f13773 underwent labeling (3-apr-2014). The two lots never coexisted in stryker facility. - there are no similar complaints reported involving the lots at issue (r40210 and f13773). - units of both lots were sent to the hospital which reported the complaint. All things considered, it can be concluded that the mix-up did not occur within stryker. Most likely, the inner blister of lot# f13773 was taken out of its original outer package at the hospital to perform a surgery prior to the reported one. Not being used, it was put back into the wrong package, probably the one of the screw which was actually used for that surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the scrub team opened a screw during the trauma case and the screw in the packet did not match the label on the packaging. The outer packaging and patient label both identified the screw as a variax full thread 3.5 length 12 (ref: 614812s, lot r40210). The inner packaging and screw inside the packet were both length 16 (ref: 614816s lot f13773). Another screw was on hand the complete the case. There was a few minutes delay to surgery while an alternative screw was opened.